Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event. The cause was identified to be a defective left force sensing resistor, as the component was out of specification.¿ to correct this condition both force sensing resistors on pump one were replaced, as per service manual. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by baxter personnel, a flogard infusion pump was found to have experienced failure code 38 on the pump one. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.